Event description:
A nurse reported that the system displayed a message during priming. The same message was displayed during the retinal detachment surgery. The surgeon continued with the surgery. Afterwards the pt experienced a choroidal hemorrhage. Additional information received indicated that the surgeon has not definitely decided that the system was to blame for the choroidal hemorrhage versus the pt's own anatomy, and that no adverse outcomes were noted.

Manufacturer narrative:
A sample has been returned, but has not yet been evaluated. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).